Event description:
Reportedly, the surgeon was using the 12mm versastep trocar on the case. The surgeon did not close the small working channel made by the versastep trocar because he did not feel the area needed to be sutured at the time. Two days later, the pt called an ambulance and was suffering from abdominal pain and was taken to another hosp. The pt was diagnosed with a bowel herniation in the vicinity of the insertion of the versastep trocar. The pt then went on to have a second operation to repair the bowel herniation. The pt received a bowel resection and anastomosis. When the surgery was completed and the pt was being taken off the breathing tube, pt vomited and aspirated stomach contents into lungs. The pt was immediately re-intubated. Pt developed a case of acute respiratory distress syndrome (ards) and died six hours later. Procedure: laparoscopic myomectomy and uterine suspension.